Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection observed the footpedal port is pushed inside the unit and the lid and bezel are damaged. A functional evaluation revealed most settings cannot be tested due to the damaged footpedal port. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the quantum controller was alarming a foot pedal issue but it did it with multiple foot pedals. It is unknown whether the event happened during surgery and if there was a patient involvement. Results of investigation have concluded that this unit had a damaged footpedal port which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.